Event description:
It was reported that while updating software on the programmer, the caller would get "kicked back" to the initial find patient screen when the letter "l" was selected on the on screen keyboard. The caller also noted that when selecting the analyzer, an error message displayed that said "loss of communication with analyzer". The programmer and analyzer were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported display issue; the cursor and stylus are significantly out of alignment in certain sections of the display screen. This misalignment causes the "vitatron" or "find patient" applications to open up dependent on stylus position on the screen. Overlay found out of electrical specification. Analysis also found the system fan is intermittently noisy. Concomitant medical products: product ID 229047 analyzer. (B)(4).